Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI information in section d4 could not be provided as hamilton medical ag has not received the serial number of the device from the customer.

Event description:
The following was reported to hamilton medical ag: when performing mechanical ventilation for the patient, the hamilton ventilator alarm displayed: technical event 232003. After immediately monitoring the relevant usage process of the ventilator, there were still technical events, and a replacement was immediately made without affecting the patient. No health consequences or impact. Patient involvement unknown.

Manufacturer narrative:
It was alleged that the device alarmed with technical event:232003 paw sensor defect during pre operational check. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. Hamilton medical ag received logfiles of the device for analysis, but these did not cover the reported date of event (12.05.2024). The root cause of this event could not be determined. The device had been repaired by a third-party service provider not authorized by the manufacturer, and post-repair verification according to hamilton's safety and performance standards was not possible. The hospital has been advised to use authorized service providers. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.